Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: the display was not cloudy during investigation. The display had good contrast, was readable and was functioning appropriately. Unrelated to the complaint, the audio bolus button and display lens was found to be leaking during a leak test. Moisture was also observed on display lens and inside the pump; however, there was no moisture found in the battery compartment. The audio bolus button was found to be functioning appropriately; however, the bolus button¿s cover was found to be torn. The investigation was completed using the returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.